Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During explant of the device, a thrombus and potential biomaterial were observed. The patient¿s condition was reportedly stable.

Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
Thrombus can be observed in the body or on the pump upon explant. When making a determination as to the cause of the thrombus, the following clinical information must be considered: patient's medical history, including any previous thrombotic events or conditions. Description of the location and characteristics of the thrombus (e.g., size, shape, consistency). Relevant laboratory test results, such as coagulation profiles and platelet counts imaging studies, including ultrasound, CT scans, or angiography, to assess the extent and location of the thrombus any underlying medical conditions or risk factors that may contribute to thrombus formation (e.g., atrial fibrillation, hypercoagulable states) medications or treatments that the patient was receiving at the time of thrombus formation surgical or procedural details if applicable (e.g, cardiac catheterization). Any symptoms or clinical manifestations associated with the thrombus (e.g., pain, swelling, ischemic events). Presence of any other indwelling cannulae, lines, or devices such as ECMO, dialysis catheters, swan gantz catheters, central lines, etc. Response to any previous anticoagulation or thrombolytic therapies, if applicable. With a returned impella, the device could be inspected for any burrs or rough edges that may promote thrombus growth. To determine the true root cause of the thrombus, the clinical information mentioned above would need to be assessed in conjunction with evidence from the returned device. As the necessary information was not provided, the root cause of the thrombus was not determined. This report is being filed as part of a retrospective review of historical records.